Event description:
It was reported there was oversensing, an apparent fracture, inappropriate therapy, non-capture and high impedance, > 4000 ohms. It was also reported the screw mechanism would not work during extraction, and a laser was used. The lead was explanted and replaced. No further patient complications have been reported.